Manufacturer narrative:
(B)(4) undisclosed injuries. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent gynecological procedure on (B)(6) 2011 and an absorbable adhesion barrier was used concurrently with total laparoscopic hysterectomy with bilateral salpingo-oophorectomy, lysis of adhesions. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent concurrent total laparoscopic hysterectomy and lysis of adhesion procedures.